Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2. Gts explained that a large amount of air had entered into the disposable set. The patient stated the supply bag fell and disconnected. Gts explained that the patient would need to start over with new supplies. The patient stated she was at the hospital and did not bring enough supplies for another setup. Gts advised the patient to call the nurse for further therapy assistance. The patient shut the hc off and stated she would call the nurse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known, therefore no device evaluation or batch review can be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, it was reported that the patient had expired after an implant duration of 6 days (0.20 months) due to unknown reasons. Cause of death was not provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of a sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by the supply bag falling and disconnecting. The lot number is unknown therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).